Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during therapy initiated on (B)(6) 2013 at 11:37:39. During night drain cycle two, the patient's ultrafiltration reading was 330ml, indicating the home patient (hp) drained 330ml more than their maximum programmed fill volume of 500ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was evaluated and the reported issue was confirmed through review of the event history logs. The cause could not be determined with the available information. Should additional relevant information become available, a follow-up report will be submitted.